Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-58 lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received 4 appropriate shocks for vt/vf. The patient was admitted to the hospital. It was also reported that there may be atrial undersensing and possible non-capture. The atrial lead was capped. No patient complications have been reported as a result of this event.